Event description:
The report we received from the affiliate indicated that when the package of the atw was opened, a bent condition was observed at the tip of the product. The product was not clinically used. Further information indicated that there were no damages noted on the product packaging and that the physician identified the failure after removing the wire from the dispenser tubing. Upon evaluation of the returned product, stretched coil wires were identified at the distal tip of the wire.

Manufacturer narrative:
After removing an atw steerable guidewire from its protective hoop, the tip was found bent so the product was not used. No additional details regarding how the product was pulled out of the hoop or handled were provided. Analysis of the returned device confirmed a kinked and bent tip and stretched coilwires. The exact cause of this damage was not determined, although it appears to be user/handling related. As received, the specimen does not present any obvious indication of manufacturing defect or anomaly. The damage to the flexible distal region prevents confirmation of the original tip form. The complaint documentation does not provide much in the way of relevant information regaridng procedural or clinical details beyond, "upon opening the packaging the physician observed a bend on the tip of the 195cm atw marker wire and decided not to use it." The bend damage to the distal tip region is clearly visible through the dispenser tubing when viewed at 18" with vision corrected to 20-20. The extent of this damage, had it been pre-existing, would be readily visible to inspection during handling, at any point from the packaging process to opening the package at the end use facility. Damage to the specimen is consistent with handling. Based on the evidence presented by the sample article and the complaint documentation, it appears that handling factors contributed to the event as reported. It bears nothing that the manner in which the specimen device was received does not provide sufficient protection to preserve the "as-found" condition reported by the end user facility. All records indicate that the product was final inspection tested and determined to be acceptable. Without further information or evidence, it is not possible to assign a conclusive root cause to the wire damage; however, it appears to be related to the handling of the product.